Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown. Strip storage: unknown, symptoms: none. A pt reported they were not able to test and had to call dr. Their meter allegedly would only display missing segments. The result on their meter was from 20 mg/dl to 350 mg/dl. Dr changed medication. When profile meter stopped working properly customer switched to another brand meter. No further info has been reported.